Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was suspected during a right ventricular (rv) high rate episode. The nurse practitioner reported that the patient had hip surgery, and was in the operating room around the time of the recorded event. No further information could obtained through follow-up. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.